Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp), received reoccurring helium loss alarms. No blood was noted in the helium driveline. The perfusionist attempted to troubleshoot the alarms in the unit but, decided to swap pump, however the alarms persisted. They then attempted to decrease the volume by 5cc with no change. The rn then went to a 1:2 and the alarm was only occurring every 30 minutes approximately. There was still no blood noted in the driveline. The patient continued to recover from operating room (or) with no issues. At an unknown time, the pump was then changed to a 1:4 assist. The intra-aortic balloon was removed without complications. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss alarm" is confirmed based on the iab investigation finding. The leaks were noted on the returned iab which was the result of the helium loss alarms. The root cause of the complaint is determined to be related to the iab leakage. The pump functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required. Other remarks: for related complaint see MDR #3010532612-2018-00100 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp), received reoccurring helium loss alarms. No blood was noted in the helium driveline. The perfusionist attempted to troubleshoot the alarms in the unit but, decided to swap pump, however the alarms persisted. They then attempted to decrease the volume by 5cc with no change. The rn then went to a 1:2 and the alarm was only occurring every 30 minutes approximately. There was still no blood noted in the driveline. The patient continued to recover from operating room (or) with no issues. At an unknown time, the pump was then changed to a 1:4 assist. The intra-aortic balloon was removed without complications. There was no patient death, serious injury or patient complication reported.